Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time implant were not reported. It was reported a talent aortic cuff was requested for the treatment of the patient likely due to a proximal type 1 endoleak; however, the exact cause was not reported to medtronic. No additional information was received and no additional clinical sequelae were reported.